Event description:
It was reported that the patient's pump flipped a couple of weeks ago and she had to go into the hospital to have the pump turned the right way. It was reported that the patient had a refill on (B)(6) 2015, it took 9 days for the patient to get an appointment. The healthcare provider (hcp) didn¿t have trouble finding the port to fill the pump, but the hcp had trouble with the "computer part of it." It was reported that the patient was still having concerns regarding their device or therapy but was working with their physician or manufacture representative. The patient had appointments "late dec-early feb." The pump system was delivering fentanyl. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).